Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump keeps alarming failed battery test. The customer had tried 4 different batteries and alarm would recur. Blood glucose value was 187 mg/dl. Customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer declined to further troubleshoot and stated he would call the doctor to go back to manual injections. The customer called later and stated he wanted the insulin pump to be replaced. It was being explained that the issue could be due to the battery cap when the customer stated he was hanging up and calling 911 because he was having chest pains. The insulin pump would not be replaced.